Manufacturer narrative:
B2: Other Serious: Even though there was no reintervention the final regurgitation reduction was impacted by the event.D4: Primary Unique Device Identification (UDI) Number: (b)(4). E1: Telephone number: (b)(6).The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from the United Kingdom, Edwards received notification of a PASCAL Precision procedure in tricuspid position by left femoral vein. During the procedure an SLDA happened.Patient with previous surgically repaired Ebstein's anomaly of tricuspid valve. Very short, tethered and curled septal leaflet with a heterogeneous and deficient anterior leaflet. The grade of the regurgitation was torrential before the procedure. The grasping position was anterior-septal. There was no difficulty while removing the sutures.At the time of the SLDA, the severity of the tricuspid regurgitation remained torrential and remained unchanged following the procedure.The perceived root cause of the SLDA was due to the short, tethered and curled septal leaflet.